Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ul4v, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2015 and since implanted they hadn't gotten any therapeutic benefit and hadn't felt any stimulation. The patient didn't feel stimulation at the hospital and they felt stimulation 1 time. The patient did feel during the trial. It also hurt where the implantable neurostimulator (ins) was and it felt like the pain was just where they cut their back during the surgery. It hurt when the patient moved daily. The patient programmer showed that the ins was on, set at 0.95v on program 3. The patient increased stimulation to 2.15v and felt no stimulation sensation in the bicycle seat area and felt stimulation in the feet. The patient decreased down to 1.0v and felt no stimulation. It was not working. The patient thought they had a follow-up appointment today with their health care provider (hcp) but didn't know what time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the health care professional reported the device was reprogrammed and the patient did not inform the hcp about the pain at site. Post-operative swelling at the site was noted to be the cause of the issue.